Manufacturer narrative:
(B)(4). The catheter and the broken tip were returned to manufacturer. Investigation revealed that the tip was broken off at approx. 2mm from tip end, trace of deformation and breakage due to pulling force given to the tip was seen at the breakage sites. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of returned devices, it is inferred that the distal end of the catheter was trapped by the trapping balloon catheter, where pull back manipulation was made to the catheter, resulting the pull apart breakage of the tip due to the force exceeding the product design limit. IFU describes: as contraindications: do not use this microcatheter in advanced calcified lesion. As warnings: do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) And as possible malfunctions and adverse effects ; "separation".

Event description:
Reportedly, to treat the 90%-99% occlusive heavily calcified lesion at #6-#7, lad, a 0.014" guidewire was advanced through the lesion with supporting by subject microcatheter. The guidewire was exchanged and rotational atherectomy procedure was performed, then the guidewire was again exchanged using the subject microcatheter, removal of the microcatheter was attempted. Breakage of tip of the microcatheter occurred. The trapping balloon catheter was pushed and advanced toward the broken fragment, the fragment was hooked by the trapping balloon and was taken out from the patient. Procedure was completed by deploying a stent. Patient was discharged with no observed complication.